Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector the event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual- important information ¿ please read before use - warnings and cautions. During the device evaluation, service found a leak in the instrument channel (ch-tube) due to a perforation. A leak was observed due to a perforation in the bending rubber (a-rubber). The suction cylinder and forceps channel port were deformed. The universal cord had wrinkling. The light guide had discoloration. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed a blurred image on the monitor. The issue was found during reprocessing. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This report is being supplemented to correct the device manufacture site information as the incorrect manufacturing site information was inadvertently reported in the initial MDR report in error.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.